Manufacturer narrative:
H.6 investigation summary. Material #: 367376. Lot/batch #: 2265902. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent tube was observed. Additionally, one hundred (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of bent tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bent tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes is bent and the machine is unable to process the sample. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: the test tube is bent and the machine cannot operate.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes is bent and the machine is unable to process the sample. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: the test tube is bent and the machine cannot operate.

Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.